Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove four leads: two right ventricular (rv) leads, a right atrial (ra) lead, and a lead present in an unknown location. It was reported that one of the rv leads and the lead whose location is unknown were implanted 36 months. The ra lead and the other rv lead were implanted 204 months. It was reported that a spectranetics lead locking device was used as the traction platform to aid in the lead's extraction. Other spectranetics devices were also in use during the procedure. It was reported that the ra lead was successfully extracted. While attempting extraction of the rv lead (implanted 204 months), the physician chose to use a spectranetics tightrail rotating dilator sheath for the extraction. It was reported that while the tightrail device was in use, the patient's blood pressure dropped. Rescue efforts began, including a rescue balloon and chest compressions. It was determined that the patient required transfer from the electrophysiology lab to the cardiovascular operating room for further intervention. It was noted that at the time of the transfer, the patient was estimated to have 500 cc of fluid that had accumulated. The patient was moved to the or and a sternotomy was performed. Multiple tears in the innominate vein and superior vena cava (svc) were discovered. Despite rescue efforts, the surgeon was not able to control the bleeding and the patient died. Additional information obtained by the manufacturer reported that the physician believed it was a spectranetics visisheath dilator sheath in use during the procedure that likely caused the tears in the innominate vein (please reference MDR 1721279-2021-00111 which captures the visisheath that the physician believed likely caused the tears in the innominate vein), and that the tightrail device likely caused the tears in the svc during the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted to capture the tightrail device which the physician believes likely caused injuries within the patient's svc during the procedure.